Event description:
Routine remote interrogation noted mv sensor chop noise on ra lead. Brought into office approximately one week later, noted ra impedances to be "jumpy". Signal artifact monitor programming done, resolved mv sensor noise. Issue is thought to be from spring contact with bsc leads and her mdt leads. Manufacturer response for pacemaker, boston scientific l321 accolade el (per site reporter). Issue due to spring contact, sam programming and continue to monitor.